Manufacturer narrative:
Patient identifier: patient initials requested but not provided to date. Approximate age of device - 6 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that there was suspected thrombus in left ventricle and chronic driveline infection with events unknown leading up to admission. Noted were low flow alarms and high power spikes. A hm2 to hm 3 pump exchange was performed on (B)(6) 2019. Only the outflow graft with outflow cannula and the inflow cannula of the hm 2 was removed. The hm 2 pump and driveline were left inside of the patient as they were too adhered to the liver/colon and organs/tissue of the abdomen. It was stated that the patient would go back to the operating room the following day to remove the rest of the hm2 pump components. It was also stated that the pump will be returned once completely removed from patient. No additional information was provided.

Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a specific root cause for the reported driveline infection could not be determined through this evaluation. Furthermore, a correlation between the device and the reported lv thrombus could not be determined. The account reported a pump exchange on 17jul2019 due to driveline infection and suspected lv thrombus. The account also reported low flow alarms and power elevations. However, log file data was not submitted for evaluation and the reported alarms and power elevations could not be confirmed. The return of (B)(6) was requested multiple times, however, the device has not been returned. No further information was provided. The hmii IFU lists infection and peripheral thromboembolic events as adverse events that may be associated with the use of the hmii lvas. The IFU outlines care for the driveline and exit site, as well as provides information on recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.